Event description:
The customer contacted physio-control to report that their device is not powering on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to the on/off lid latch missing its rubber cushion, which kept the latch from being able to press against the on/off button dome. The customer received a replaced device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device is not powering on. There was no report of patient use associated with the reported event.